Event description:
Asr revision; asr xl - left; reason(s) for revision: pain, noise, metallosis, high level cr-co ions in blood.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain, noise, metallosis, high level cr-co ions in blood. Update - (B)(6) 2014 - attached (B)(6) spreadsheet, kid number, marked as legal and added additional hospital ((B)(6)). Added manufacturing and expiry dates to all products and updated complaint category.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain, noise, metallosis, high level cr-co ions in blood. Update 31 oct 2014 - attached (B)(6) spreadsheet, kid number, marked as legal and added additional hospital (B)(6). Added manufacturing and expiry dates to all products and updated complaint category. Update 11 nov 2014 - added ni to relevant test/lab data and comorbidities fields as these were missed when originally reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain, noise, metallosis, high level cr-co ions in blood. Update 31 oct 2014 - attached (B)(6) spreadsheet, kid number, marked as legal and added additional hospital (B)(6). Added manufacturing and expiry dates to all products and updated complaint category. Update** 11 nov 2014 - added ni to relevant test/lab data and comorbidities fields as these were missed when originally reported. Update added expiry date to head product.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.